Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to inflate was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure using a femoral access of the 90% stenosed, concentric, de novo distal left anterior descending (lad) artery, the 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was used for predilatation. The bdc was positioned but did not inflate at either nominal or higher pressure. The bdc was removed from the anatomy without reported adverse patient effect. A second 2.5 x 15 mm mini trek bdc was used in the procedure without issue. There was no reported adverse patient effect. Outside the anatomy the first mini trek bdc was attempted to be inflated, however, the device still could not be inflated; the balloon did not open at all. It was noted that the contrast was ultravist, saline 1:2 ratio used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight, inflation: medtronic, guide cath: jl, sheath: cordis, other: ultravist contrast. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.